Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this implantable pacemaker exhibited and far-field r wave oversensing due to crosstalk showing in atrial noise window. There was no evidence of undersensing. Additionally, atrial intrinsic amplitude was out of range measured at 0.7mv (milli-volts). Device was reprogrammed to dual-chamber, dual-sensing, dual-response, rate-modulated pacing (dddr). This device remains in service and no adverse patient effects were reported.